Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was stopped for an unknown reason. In addition, it was reported that the customer experienced elevated blood glucose levels, values were not provided. Customer alleged that basal settings needed to be adjusted. Customer declined to troubleshoot with tandem technical support.